Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for follow-up. It was noted that atrial capture threshold was high. Review of x-ray image revealed dislocation of atrial lead. No intervention was performed. Patient was in stable condition and would continue to be monitored.

Event description:
New information noted that the pacemaker and the right atrial lead was explanted and replaced on (B)(6) 2024. Syncope and collapse was indicated. Further information was requested however, was not provided.